Event description:
Complainant alleged that during functional testing, the device did not power on using battery power unless the user "banged" on the device. Complainant indicated that there was no pt involvement in the reported malfunction.